Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the temperature gauge was inaccurate. Since the event was found during pm, there was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. During a standard preventive maintenance (pm) the field service rep (fsr) discovered that the temperature gauge was inaccurate. The thermostat was replaced and the device repaired. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.